Event description:
The customer's wife reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's wife stated that the customer's blood glucose reading was over 600 mg/dl and that he had a stomach virus. Troubleshooting was performed, and the insulin pump failed the prime test. The customer attempted a set change on the day of the event. The customer's wife reported that a leak was observed on the tubing of the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.